Event description:
Reporter alleged blood glucose measured "hi" at 6:01 pm back to back with a result of 114 mg/dl performed at 6:08 pm. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.